Manufacturer narrative:
H3: one device was returned for analysis in used condition. Visual inspection showed the device was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the device tested normally. No action was taken.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that, "the alarm didn't sound." The fault occurred during infusion at the facility. There was a patient involvement, but no patient harm or adverse event reported.